Event description:
When the physician went to remove the sheath wire, the j hook got caught on the needle and started to unravel. The vein then spasmed and the doctor was forced to cut down. The physician was able to access via needle under ultrasound, but unable to retain access because of a faulty wire. The initial access led to venospasm which then caused the vein to shrink to a point that a second attempt to access via ultrasound, and needle would be very difficult. The physician thus chose a cut down. No patient adverse effects. No follow up needed.

Manufacturer narrative:
Remaining information was unattainable from the customer. Investigation in-process, and will be filed in a supplemental report when completed.